Event description:
It was reported that the device may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. The device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed; analysis revealed normal battery depletion. Concomitant products: 1688tc competitor implantable pacing lead (B)(6) 2009; 1580 competitor implantable defib lead (B)(6) 2006. (B)(4).